Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.¿ as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.¿ if additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the nasogastric feeding tube was kinked. There was no patient injury. Additional information provided on july 16, 2021 stated that the issue was discovered during use, after insertion. The kink was discovered on the kub xray. The feeding tube was removed and replaced to resolve the issue.